Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the permanent cautery instrument hook was observed to not have been working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reported was unable to provide additional information.

Manufacturer narrative:
Intuitive has received the permanent cautery hook instrument associated with this complaint and completed investigations. Failure analysis investigations found that the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the permanent cautery hook instrument (part # 470183-14/ lot # n11210921 0036) associated with this event has been performed. Per logs, the permanent cautery hook instrument was last used on (B)(6) 2022 on system (B)(4) during a pancreatoduodenectomy procedure. The instrument had 6 remaining usable lives with no subsequent use recorded. No images or video were submitted for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.